Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the peeled adhesive around the light guide lens is traced to component failure, which is expected or random component failure without any design or manufacturing issue. The identity of the foreign material could not be identified but it was presumed that the foreign material remained because the device was returned to olympus without reprocessing at the user facility. The event can be detected/prevented by following the instructions for use (IFU) which state: the detection method in jf type 260v, tjf type 260v operation manual, chapter 3 preparation and inspection and jf type 260v, tjf type 260v reprocessing manual, chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified foreign objects in the jet tube and peeled adhesive around the light guide lens. There was no patient involvement.